Event description:
A customer reported having to clean cartridge area constantly. There was no adverse impact to the customer's blood glucose level. No further troubleshooting was requested, and no additional information regarding corrective actions was provided.